Manufacturer narrative:
Correction: device serviced by 3rd p and operator of the device has been updated.

Event description:
The manufacturer received information alleging burned out device socket on a dreamstation CPAP. There was no death, serious harm or injury, and no medical intervention was reported. The device has not yet been returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.